Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patients right ventricular (rv) lead exhibited variable/diminished r-wave sensing, and oversensing, resulting in the patient experiencing an inappropriate therapy which had caused some bruising near the device pocket. Follow-up with the patient's clinic revealed that an x-ray was taken and the rv lead had dislodged. The lead currently remains in use and a lead revision is scheduled for a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead has exhibited increasing and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.